Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that system was not switching on. After reviewing log file rse found that the issue is with hospital power supply. With the help of rse the hospital staff performed corrective action. After correction to electrical problem in hospital, the system was working fine as per its specification. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The customer rebooted multiple times without resolution. There was no reported patient or user harm. A philips remote service engineer (rse) guided the technician in the correct procedure of shutdown and start-up.